Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was difficult to insert into the pump usb port. The issue persisted across multiple usb cables. The customer was still able to eventually insert the cable and charge the pump successfully. The customer's blood glucose level was 162 mg/dl.

Manufacturer narrative:
Customer follow up on 12/21/2018: the customer provided an additional blood glucose level of 238 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.